Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) went to the emergency room (ER) as this device delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Upon review, the right ventricular (rv) lead was found exhibiting high out of range shock impedances and the device recorded a fault code indicating an open circuit. Technical services (ts) recommended to revise the rv lead. This ICD was explanted due to non product experience, the rv was explanted. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) went to the emergency room (ER) as this device delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Upon review, the right ventricular (rv) lead was found exhibiting high out of range shock impedances and the device recorded a fault code indicating an open circuit. Technical services (ts) recommended to revise the rv lead. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) went to the emergency room (ER) as this device delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Upon review, the right ventricular (rv) lead was found exhibiting high out of range shock impedances and the device recorded a fault code indicating an open circuit. Technical services (ts) recommended to revise the rv lead. This ICD was explanted due to non-product experience; the rv was explanted. No adverse patient effects were reported. Additional information indicates that during a retrospective review of device data, it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No other information was provided. No adverse patient effects were reported.